Event description:
An intraocular lens was stuck in the cartridge of the delivery system. Enlargement of the incision was required to accommodate removal of the lens. Additional info has been requested.